Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianealpd4 ultrabag and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis.the cause of peritonitis was unknown. Treatment was not reported. The patient was still in the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4): updated. Additional information received from gpv awareness date of (B)(6) 2012. The nurse clarified that on (B)(6) 2012, the patient experienced the onset of diarrhea and peritonitis and was hospitalized. On (B)(6) 2012, the patient was discharged from the hospital. The nurse did not know if peritonitis was caused by a break in aseptic technique. The patient was recovered from the events. Pd therapy was ongoing. The nurse did not know if the events were related to dianeal and extraneal solution or to baxter devices or disposable products. The nurse declined to provide further information. A batch review was conducted for potentially associated lot numbers: gd892216 and gd891804. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.